Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed open sores under the electrodes. Follow up indicated that the patient's physician removed the lifevest while the patient was in the hospital and connected to telemetry. The medical outcome of the sores is unknown.